Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot:a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Litigation records received. After review of records, litigation alleges that patient continues to suffer economic, damages, severe and possibly permanent injuries, pain, suffering and emotional distress. Doi: (B)(6) 2007 (cup and stem). Doi: (B)(6) 2020 (head and liner). Dor: none report. Left hip. This complaint is linked to; pc-(B)(4) - right hip 1st revision. Pc-(B)(4) - left hip 1st revision. Pc-(B)(4)- allegation after 1st revision of right hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.